Manufacturer narrative:
Product event summary: analysis found that the device passed all incoming tests performed and the flextape was damaged.

Event description:
It was reported that the external pulse generator (epg) was defective and there was an unknown breakdown. No further information was available. The epg was returned to the manufacturer for servicing. There was no patient involvement.